Manufacturer narrative:
Evaluation summary: complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported following the implant of an intraocular lens (iol), the patient experienced inflammation. Approximately three weeks later, the patient had a vitrectomy procedure. Additional information was requested.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).